Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced disconnection. The customer stated; it does not feel as if the syringe and the needle is properly connected even if fully " screwed on". The following information was provided by the initial reporter. The customer stated: when connecting a small syringe and an eclipse needle, the connection on the needle broke off in the syringe tip. They also had problems with the 10ml syringe connection, the connections dont seem to fit properly, the green part seems "round" and it does not feel as if the syringe and the needle is properly connected even if fully " screwed on".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced disconnection. The customer stated; it does not feel as if the syringe and the needle is properly connected even if fully " screwed on". The following information was provided by the initial reporter. The customer stated: when connecting a small syringe and an eclipse needle, the connection on the needle broke off in the syringe tip. They also had problems with the 10ml syringe connection, the connections dont seem to fit properly, the green part seems "round" and it does not feel as if the syringe and the needle is properly connected even if fully " screwed on".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 305895 and lot number 2106001. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a needle hub with a broken flange component could be observed. Based on the provided information, we understand that this issue could have taken place due to incompatibility of the devices, but we are unable to identify any possible manufacturing related cause at this time. All results of engagement force that were measured during manufacturing were found to comply with specifications for the affected lot number.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced disconnection. The customer stated; it does not feel as if the syringe and the needle is properly connected even if fully " screwed on". The following information was provided by the initial reporter. The customer stated: when connecting a small syringe and an eclipse needle, the connection on the needle broke off in the syringe tip. They also had problems with the 10ml syringe connection, the connections dont seem to fit properly, the green part seems "round" and it does not feel as if the syringe and the needle is properly connected even if fully " screwed on".